Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: review of the black box data revealed the last basal and bolus deliveries were recorded on (B)(6) 2015. Review of the download history revealed daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 24 hours without errors, alarms or warnings and the pump was found to be delivering accurately and within the required specifications without malfunction. Investigation did not duplicate the complaint.